Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the reported issue was duplicated. Pump was found to be displaying "power lost while pump was on" and restarting when a stop/start button was pressed. Service recommended a microprocessor unit board to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump lost its power. No patient was involved in this event. No adverse effects were reported.